Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6), 2019 with blood glucose of 52 mg/dl at the time of the incident. The customer was at 120 mg/dl the previous night before they went to bed. The customer used food to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was most likely not active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer declined. The customer reported receiving sensor updating and change sensor alarms. The insulin pump will not be returned for analysis.